Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve, it was determined that the valve was dysfunctional and the patient was unable to be weaned off of cardiopulmonary bypass (cpb); no specific dysfunction was reported. The valve was explanted and replaced and the patient was successfully wean off cpb without any problem. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.